Event description:
It was reported that there was clotting on both sides of the quadrox-ID pediatric oxygenator on the very first day of ECMO after the patient was connected. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. H3 other text : product was discarded by customer.

Manufacturer narrative:
It was reported that there was clotting on both sides of the quadrox-ID pediatric oxygenator on the very first day of ECMO after the patient was connected. The clotting was inside the oxygenator even the patient was good anticoagulated. The patient needed the support of the product due to chemical poisoning. After the clotting was mentioned by the customer the quadrox-ID was exchanged during treatment. There was no harm to the patient. The affected product is not available for technical investigation, as it was discarded by the customer. Therefore the root cause remains unknown. However, according to the risk assessment of the quadrox-ID pediatric the following root causes can lead to the reported failure: act too low for specific procedure and patient condition. Occlusion of the extracorporeal circulation. Referring to the instructions of use (IFU) of the affected product in chapter "safety instructions for the extracorporeal circulation". The absent or inadequate anticoagulation results in clotting within the system and consequently occlusion of the extracorporeal circuit and the patient circuit. The production records of the affected product were reviewed on 2023-08-23. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "clotting" could not be confirmed. This complaint was found in the database of customer complaints for the quadrox-ID pediatric device as a single event (timeframe from (B)(6) 2022 till (B)(6) 2023 ). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : device already discarded by customer.

Event description:
Complaint ID (B)(4).